Event description:
Title: laparoscopic pancreatic enucleation: cystic lesions and proximity to the wirsung duct increase postoperative pancreatic fistula. Authors: béatrice aussilhou, fadhel samir ftériche, morgane bouquot, mickael lesurtel, alain sauvanet, saf dokmak. Citation: the author(s), under exclusive licence to springer science+business media, llc, part of springer nature 2022. Https://doi.org/10.1007/s00464-022-09527-w. The aim of this study was to analyze the risk factors of popf following laparoscopic pancreatic enucleation. All patients who underwent lapen at beaujon university hospital between 2008 and 2020 were included from a prospective database and retrospectively analyzed. A 30-degree optic, harmonic® shears (ethicon) and 2 products from our competitors such as thunderbeat seal and cut (olympus) and a bipolar cautery coagulation device were used. Reported complications: postoperative pancreatic fistula (n-10), post-pancreatectomy hemorrhage (n- 4), hematoma (n-4), localized thrombosis (n-2). Conclusion: in this series, the outcome of lapen was excellent with no mortality and a low rate of morbidity. However, the risk of popf is increased with cystic lesions and those close to the wirsung duct.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2023. B3: publication year of 2022. D4: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.